Manufacturer narrative:
On july 30, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the suspect medical device was an unknown gel implants textured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination. During the visual evaluation of the gel textured, 250 cc, a tear was observed in the posterior view measuring approximately 16.5 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast ptosis, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered unspecified problems with the left breast, breast ptosis, and suspected bilateral breast implant ruptures, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was confirmed that the implants were indeed ruptured. Subsequently, both implants were removed, and an old left breast hematoma was also removed. Bilateral mastopexy, bilateral partial capsulectomies and replacement were performed. The replacement devices were the following: (left) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9588348 sn: (B)(4) and (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9588348 sn: (B)(4). This medwatch form is for the left breast prosthesis.